Manufacturer narrative:
Pump passed functional tests including displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump passed the dat test. Unit was received with minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call for high blood glucose of 486mg/dl. The customer was hospitalized with symptoms such as nausea and treated with the pump. Customer indicated that their doctor has been contacted and their blood glucose value was 385 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. The device settings were correct. The customer had a hemostat and the insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. However, customer requested a new pump and was advised that the device would be replaced and agreed to return the product for analysis.